Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had discovered 10 plus surestep intermittent catheter trays to be non-sterile. User was unable to use the product.

Event description:
It was reported that customer had discovered 10 plus surestep intermittent catheter trays to be non-sterile. User was unable to use the product.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received 6 opened and 8 unopened sure step intermittent catheter trays. Verified material number intp14 and batch number ngkr0336. Visual inspection noted six (6) trays noted were opened, three (3) of those trays had the most outer packaging opened (the white layer was not glued to the clear layer) and the three (3) other trays had no outermost packaging at all. Visual inspection noted eight (8) trays were unopened. Packaging showed no signs of damage. Sterility was not compromised. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.